Manufacturer narrative:
(B)(4).

Event description:
It was reported that no recent high voltage lead impedance measurements were observed. Session record provided revealed oversensing on the ventricular channel due to suspected lead noise. A slight decrease on the pacing lead impedance was also noted. On (B)(6) 2016, the lead was capped and abandoned. Patient is fine.